Manufacturer narrative:
(B)(4). Examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) hospital (B)(6) 2018. A patient had previously undergone a total knee replacement (B)(6) 2007 with lcs components (duofix femur, duofix tibia, 12.5mm lcs apg insert). The patient was brought into theatre (B)(6) 2018 for a revision due to instability. The surgeon removed the previously implanted apg insert and guide arm. Wear and a crack was noticed on one side of the removed insert (see photos uploaded to unity). Inflamed synovium was removed. Femur and tibial component were inspected and determined to be well fixed. A 15 mm lcs complete insert was trialed. The patella was then resurfaced. Patient was brought through a trial rom. New implants were opened. Metal backed patella was cemented in. New lcs rp insert was inserted. Incision was irritated and then closed in a standard fashion. Female patient initials (B)(6), aged (B)(6) years, dob: (B)(6).